Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics intraperitoneally. On unreported dates, the patient¿s pd catheter was removed and the patient was discharged from the hospital to a rehabilitation facility, where the patient was recovering from the event. The patient was not retrained on proper aseptic technique as the patient was not currently performing pd therapy. No additional information is available.